Event description:
The customer reported that the pump stopped while in use on a patient. No patient harm or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer's report that a pump stopped while on a patient was not confirmed, however review of the logs confirmed a condition on the last day of use that caused the pump module to loose communications with the pcu causing the system to alarm and display a channel disconnect message. During such an event the pump module is designed to continue infusing at the currently programmed parameters; however no program changes can be made. Functional testing of the returned system was performed. The system was connected with the associated pump module connected to the left side of the pcu as channel a. The pcu was powered up and the pump module was manipulated in an attempt to induce functional failures. The pcu was powered up and the pump module was manipulated in an attempt to induce functional failures. Immediately after manipulation of the pump module the device lost power and its channel identification indicating that a channel disconnect/loss of power event occurred. This type of event was not confirmed by way of the review. Attempts were made to replicate a communication error like that observed in the device logs; however, after numerous attempts, not could be reproduced. Physical inspection of the source pcu confirmed that the female iui connector had contamination on pins 7 and 10 that most likely caused the associated pump module to lose communications with the pcu causing the system to alarm and display a channel disconnect message. The cause of the customer's report was due to a communication error. The root cause is fluid contamination on the iui connector contacts. This may be an indication of necessary improvement in the customer's cleaning and/or pm activities being performed on the device (s).